Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer received a voluntary medwatch (mw5103263) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had severe headache, nasal irritation, raw areas, burning, respiratory irritation, laryngitis, bloody nose. The patient required no medical intervention.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5103263) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient had severe headache, nasal irritation, raw areas, burning, respiratory irritation, laryngitis, bloody nose. The patient required no medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.